Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v183972, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
A patient implanted for urinary dysfunction reported having had a lot of pain with the device and the device had been electrocuting him. The wires were burning him and made it hard to go to the bathroom, both for urination and for defecation. The patient had the device explanted in 2014. After device removal, he had to receive a pain stimulation device for the pain. The scar still bothered him now. His doctor put him on a medication that had been working well for him. No troubleshooting or event causes were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.